Manufacturer narrative:
Investigation summary material #: 364415 lot/batch #: 3304355 bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for insufficient blood flow was observed. Additionally, 10 retention samples from bd inventory were evaluated for their heparin content as well as functional draw testing and the issues of insufficient blood flow and clotting were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd preset¿, the customer experienced insufficient blood flow as blood stops coming or falls back into the cannula and started clotting. No patient impact reported.

Event description:
It was reported that during the use of bd preset¿, the customer experienced insufficient blood flow as blood stops coming or falls back into the cannula and started clotting. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.